Event description:
During a port in-service, a nurse with a latex allergy that had a severe reaction. The nurse ended up having to go the emergency room.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A chr review is not possible, as no mfg lot number has been provided by the complainant.